Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit numerous times. The blood glucose reading was 190 mg/dl. The customer was unable to complete troubleshooting due to her inability to remove the battery cap. Advised replacement of the insulin pump. Nothing further reported.